Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8106280. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, based on our engineers review of the photograph your facility submitted. The damage that was observed in the photograph has characteristics consistent with high pressure injection. The bd pegasus is not rated for injection, and should used in infusion procedures only. Bd encourages the review of the instructions for use for all bd products prior to use.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system extension tubing was damaged during the injection under high pressure. No serious injury or medical intervention was reported. Verbatim: "the extenstion tubing was damaged during the injection under high pressure. Based on requirement per the marketing team: please investigation if there is any potential quality issue on the extension tubing and slip clamp."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system extension tubing was damaged during the injection under high pressure. No serious injury or medical intervention was reported. Verbatim: "the extenstion tubing was damaged during the injection under high pressure. Based on requirement per the marketing team: please investigation if there is any potential quality issue on the extension tubing and slip clamp."